Manufacturer narrative:
This initial emdr is being filed for like products reporting. Product recovery initiated. Device evaluation is pending return of product. After device evaluation is completed, a follow up report will be filed with FDA.

Event description:
The trailing haptic failed to move down, trapped within the cartridge. The haptic had to be cut the as the** was already in the bag and the iol could not be released from the cartridge. A lot of extra and totally unnecessary manipulation inside the ac to dislocate the lens. To cut and remove the lens the incision needed to be increased and 2 extra sutures. Not a very good experience. Patient impact: lengthening of procedure. Patient outcome: unknown.

Manufacturer narrative:
This follow-up report #1 is being filed for like products reporting for additional and corrected information not included/available in the initial report.